Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a user error was not confirmed. Per the complaint information, the cause of the complaint is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting of a check lines & bags alarm that appeared on the homechoice (hc) display during use, the home patient (hp) stated that she had changed out the cassette and not the bags when the machine started to alarm. The technical service representative (tsr) assisted the hp to clear the alarm and advised to restart the setup with all new supplies including the bags of solution. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp, it was revealed that after switching out the bags and cassette, they were able to complete their therapy. Product surveillance explained to the hp that when they change out their supplies they need to change out both their bags and cassette to ensure sterility of the supplies.